Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was reading inaccurately high compared to her feelings and/or normal result(s). The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that on (B) (6) 2010 at 11:00 pm, she obtained an alleged high blood glucose result of "406 mg/dl" with the subject meter. The cca noted that the pt is on an insulin pump. As a result of the alleged high reading, the pt claimed she took an increased dose of insulin (15u of unspecified type). Sometime after administering the insulin, the pt reported developing a "low blood sugar reaction." The pt stated that at 11:30 pm that evening, she tested her blood glucose on another device (one touch ultramini) and obtained a reading of "53 mg/dl." It is not clear if this result was obtained at the time the pt was symptomatic. It is not known what medical treatment, if any, the pt received in response to the "low blood sugar reaction." At the time of troubleshooting, the cca noted that the pt was unable to run a control solution test. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.